Event description:
It was observed during the device evaluation, the bronchovideoscope exhibited corrosion in the forceps channel port, and a noise image occurred during angulation in up/down directions. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: damage on ccd (charged coupled device) unit led to image noise, friction problem identified led to forceps channel port corrosion. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.